Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that one syringe of juvéderm voluma with lidocaine ¿bursted¿ when a non-allergan cannula needle was placed on the device. It was added that the cannula do not work with juvéderm syringes and the standard changed. Healthcare professional injected the patient with the compromised syringe. No injuries were reported.

Event description:
Additional information: the healthcare professional attributed the syringe breaking as a result of using a non-allergan cannula.